Manufacturer narrative:
Device 3 of 5 based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that precut hole for five wafers had off centered starter hole. She noticed the issue prior to use. The product was not used. The usual wear time was one to three days. No photograph was available at this time.